Event description:
In 2007, the sales rep reported that during a thoracolumbar procedure, the surgeon attempted to bend the crosslink and during the process, it broke. The surgeon then used another one in its place.

Manufacturer narrative:
Product was not implanted. Requests have been made for the return of the product. Device mfg date is unk. Evaluation is pending upon the return of the product.